Event description:
It was reported by phone that there was a cot tip that resulted from operator error. The medics were pulling the cot out of the ambulance with a critical pt and there was a fireman helping at the side of the cot. During the unloading process, the safety hook was missed and the fireman was still lifting the cot which resulted in the tip. There were no adverse consequences reported. It was further reported there was nothing wrong with the cot.